Event description:
On 23-jan-2026 it was reported that on (B)(6) 2025, the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 599 mg/dl after consuming a high-carbohydrate snack without announcing the meal and experiencing interruption of insulin delivery. The user was transported by ambulance to the hospital, admitted, treated with IV fluids and insulin, and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with IV fluids and insulin. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia in the setting of multiple use-related factors, including consumption of a high-carbohydrate snack without a corresponding meal announcement, a prolonged unacknowledged occlusion alert, and a period during which insulin delivery was interrupted after the cartridge ran out and was not replaced for several hours. Based on available information, the event was attributed to use-related therapy management factors, resulting in insufficient insulin delivery rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.